Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via low intrinsic amplitudes. Technical services discussed some programming options. The sensing vector was then re-programmed. There were no additional adverse patient effects. The system remains implanted.